Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative that during an intraocular lens (iol) implant surgery, the lens got stuck in the wound of the patient¿s eye after the cartridge broke. The lens was mauled while trying to get it out of the patient¿s eye. Additional information has been requested.